Manufacturer narrative:
The ua gen.2 reagent lot number is 823649, and the expiration date is sep-2025. The ureal reagent lot number is 823651, and the expiration date is may-2025. A field service engineer (fse) determined that the rinsing volume was low due to a partially obstructed degasser. After replacing the degasser, the rinsing volume was good. During the inspection, the fse observed dripping from a rinsing nozzle; the vacuum tube of the nozzle had microholes, and it was replaced. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable ureal and ua gen.2 results from the cobas 8000 c702 module. Sample ID: (B)(6) initial uric acid result was 0.1 mg/dl, and the repeat result on another c702 was 2.9 mg/dl. Sample ID: (B)(6) initial urea result was 2.2 mg/dl, and the repeat result from another c702 was 49.1 mg/dl. Sample ID: (B)(6) initial urea result was 0.1 mg/dl, and the repeat result from another c702 was 25.7 mg/dl.